Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation, the right atrial lead exhibited noise which caused auto mode switch episodes. The noise could be reproduced in the clinic. No intervention was performed. The patient was in stable condition and would continue to be monitored.